Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (400 mg/dl) after the infusion set had been used for 2 days. The customer changed the infusion set site and delivered a correction bolus to address the bg level. As the high bg occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event.